Manufacturer narrative:
New relevant medical information received on june 5, 2024. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Manufacturers incident report is updated to reflect new details and the results of device manufacturing records review. Refer to the following fields for updated or corrected data: b4, b5, g3, g6, h2, h11.

Event description:
This incident was initially reported under 9614392-2024-00020 on may 23, 2024, as an alleged corneal ulcer with symptoms of itchiness, discomfort, and/or pain. Additional information was received from the patient on (B)(6) 2024. The patient reported after onset they were initially being seen for weekly follow-up care, which was slowly tapered to monthly. The patient also states that the prescribed medications were changed but no details provided, medications remain unknown. The patient states that treatment is ongoing, and she is currently using eye patch on her left eye (os). Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported by the patient, and limited information has been made available. According to the provided details, the patient initially reported experiencing discomfort in the left (os) eye on the first day of use with a new lens but continued to use the lens for a further five days. The discomfort developed into itching and pain and the patient sought medical attention where the patient alleges that they were told they had developed an ulcer and advised to temporarily discontinue lens use. As of the date of the patient report treatment was ongoing and the patient has not been cleared to resume lens use. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged diagnosis of a corneal ulcer of unknown location, severity, or treatment, lack of supporting medical information and potential for serious injury associated with a corneal ulcer. Should further information become available, a follow-up report will be submitted as appropriate.